Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made and additional information on the reported event is unavailable at this time. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04970, 0001822565-2018-04971. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. : product location unknown.

Event description:
It was reported that the patient underwent revision five months post total knee arthroplasty due to the tibial insert being too small and purulent knee joint inflammation caused by instability and infection.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information from the customer. No product was returned; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Per the package insert for this product infection and instability are known adverse effects of this procedure. It was mentioned that the bearing was too small for the patient, however, that cannot be confirmed and would also not contribute to the infection. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.